Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in clinic following a "replace system controller" and driveline fault alarms on (B)(6) 2023 at 1404. The patient was stable, and the pump was running. Log files were submitted for review. The log captured yellow wrench/controller internal fault events starting at 1404 on (B)(6) 2023 followed by driveline power faults that continued for the remainder of the log. It was noted that the log showed that the fuse was open on the b side of the power. The system controller and modular cable were exchanged and there were no further alarms. Follow up log files were submitted, and which only had a couple of lines of relevant data that were routine. Related manufacturer reference number: 2916596-2023-07373 system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The modular cable (lot number: 165700) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Event captured on (B)(6) 2023 took place in the testing at abbott. The pump fixed speed and low speed limit (lsl) were set to 5800 rpm and 5000 rpm, respectively. Driveline power fault alarms were active on (B)(6) 2023 from 14:04:46 ¿ 16:17:07 due to ocp_b_open/pwr_b_broken faults. The alarms did not clear in the log file. The driveline was disconnected on (B)(6) 2023 at 16:15:29 and the controller as shut down at 16:17:07. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The modular cable was connected to the manufacturing tester and did not pass. The modular cable was also connected and functionally tested with a test heartmate 3 system controller at abbott and alarms were active; however, the pump was able to operate. The modular cable was cut open and several wires were found to be cut. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history record was reviewed for the modular cable (lot number: 165700) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.